Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. A root cause could not be determined. Multiple follow up attempts to perform troubleshooting were made by tandem technical support however the contact did not respond. No additional patient or event information was available.